Event description:
A (B)(6) year old male underwent a laparoscopic right hemicolectomy and small bowel resection on (B)(6) 2010. Intraoperatively, the ligasure 37 cm atlas did not function properly and the patient sustained bleeding. The surgery was completed. Reference MFR #: 3006451981-2014-00106.